Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractures implant"), perforation ("organ perforation and/or tissue perforation") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues "), infection ("infections ") and anxiety ("emotional anguish"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, dyspareunia, menstrual disorder, infection and anxiety outcome was unknown. The reporter considered anxiety, device breakage, device dislocation, dyspareunia, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractures implant'), fallopian tube perforation ('organ perforation and/or tissue perforation/perforation (fallopian tube(s)'), embedded device ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,') and device expulsion ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,') in a 35-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection nos and chills. Concurrent conditions included perineal pain, nicotine dependence, asthma, parakeratosis, chronic cervicitis, benign polyp of uterus, uterine leiomyoma and loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 for birth control as well as acetylsalicylic acid (aspirin) from (B)(6) 2015 to (B)(6) 2015, caffeine from (B)(6) 2015 to (B)(6) 2015, ibuprofen since (B)(6) 2012, meclozine hydrochloride (meclizine) from september 2015 to (B)(6) 2015, naproxen from (B)(6) 2012 to (B)(6) 2013 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), infection ("infections") and anxiety ("emotional anguish/ psychological or psychiatric problems condition: anxiety/mental anguish"). The patient was treated with surgery (total laparosocpic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed on 13-oct-2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device expulsion, dyspareunia, menstrual disorder, infection, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: descipancy noted as essure insertion date (B)(6) 2012. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record-pelvic pain and following events were described in patient's medical record- embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. New event added from medical record- essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction. Events added from pfs: depression, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia). Event verbatim was updated as organ perforation and/or tissue perforation/perforation (fallopian tube(s) and pt was updated to fallopian tube perforation. Outcome of the event pelvic pain was updated from unknown to recovering. Lot number was added. Reporters , concomitant conditions and concomitant drugs and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractures implant'), fallopian tube perforation ('organ perforation and/or tissue perforation/perforation (fallopian tube(s)') and embedded device ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,') in a 35-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, chills and chronic cervicitis. Concurrent conditions included perineal pain, nicotine dependence, asthma, parakeratosis, chronic cervicitis, benign polyp of uterus, uterine leiomyoma and loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 for birth control as well as acetylsalicylic acid (aspirin) from (B)(6) 2015 to (B)(6) 2015, caffeine from (B)(6) 2015 to (B)(6) 2015, ibuprofen since (B)(6) 2012, meclozine hydrochloride (meclizine) from (B)(6) 2015 to (B)(6) 2015, naproxen from (B)(6) 2012 to (B)(6) 2013 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression, psych injury"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleed"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), vaginal infection ("infections: vaginal"), anxiety ("emotional anguish/ psychological or psychiatric problems condition: anxiety/mental anguish"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparosocpic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, menstrual disorder, vaginal infection, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: descipancy noted as essure insertion date (B)(6) 2012 & (B)(6) 2012. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test patient received treatment for pelvic/abdominal pain , breakage,psychology injury, migration. Insertion details: (B)(6) 2012:hysteroscopic right essure placement,three coils were left extending into the uterine cavity. Normal tubal ostia, normal uterine cavity, essure on the left was not noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record-pelvic pain and following events were described in patient's medical record- embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: pain and bleeding outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractures implant'), fallopian tube perforation ('organ perforation and/or tissue perforation/perforation (fallopian tube(s), embedded device ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum') and genital haemorrhage ('general abnormal. Bleed') in a 35-year-old female patient who had essure (batch no: 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, chills and chronic cervicitis. Concurrent conditions included perineal pain, nicotine dependence, asthma, parakeratosis, chronic cervicitis, benign polyp of uterus, uterine leiomyoma and loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from on (B)(6) 2012 to on (B)(6) 2013 for birth control as well as acetylsalicylic acid (aspirin) from on (B)(6) 2015, caffeine from on (B)(6) 2015, ibuprofen since on (B)(6) 2012, meclozine hydrochloride (meclizine) from on (B)(6) 2015, naproxen from on (B)(6) 2012 to on (B)(6) 2013 and paracetamol (acetaminophen) from on (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia") and depression ("psychological or psychiatric problems condition: depression, psych injury"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), vaginal infection ("infections: vaginal"), anxiety ("emotional anguish/ psychological or psychiatric problems condition: anxiety/mental anguish"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, dyspareunia, menstrual disorder, vaginal infection, anxiety, vaginal haemorrhage and depression outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: descipancy noted as essure insertion date on (B)(6) 2012. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test patient received treatment for pelvic/abdominal pain, breakage,psychology injury, migration. Insertion details: on (B)(6) 2012: hysteroscopic right essure placement, three coils were left extending into the uterine cavity. Normal tubal ostia, normal uterine cavity, essure on the left was not noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record-pelvic pain and following events were described in patient's medical record- embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Pt changed from infection to vaginal infection. Fu 6 & fu 7 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractures implant'), fallopian tube perforation ('organ perforation and/or tissue perforation/perforation (fallopian tube(s)') and embedded device ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,') in a 35-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, chills and chronic cervicitis. Concurrent conditions included perineal pain, nicotine dependence, asthma, parakeratosis, chronic cervicitis, benign polyp of uterus, uterine leiomyoma and loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from november 2012 to january 2013 for birth control as well as acetylsalicylic acid (aspirin) from september 2015 to november 2015, caffeine from september 2015 to november 2015, ibuprofen since (B)(6) 2012, meclozine hydrochloride (meclizine) from september 2015 to november 2015, naproxen from november 2012 to december 2013 and paracetamol (acetaminophen) from september 2015 to november 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression, psych injury"). In (B)(6) 2012, the patient experienced vaginal infection ("infections: vaginal"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleed"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), anxiety ("emotional anguish/ psychological or psychiatric problems condition: anxiety/mental anguish"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl) and surgery (total laparosocpic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, menstrual disorder, vaginal infection, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: descipancy noted as essure insertion date (B)(6) 2012 & (B)(6) 2012. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test patient received treatment for pelvic/abdominal pain , breakage,psychology injury, migration. Insertion details: (B)(6) 2012:hysteroscopic right essure placement,three coils were left extending into the uterine cavity. Normal tubal ostia, normal uterine cavity, essure on the left was not noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record-pelvic pain and following events were described in patient's medical record- embedded device and device expulsion. Lot number:869756. Manufacturing date: 2011-06. Expiration date:2014-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractures implant'), fallopian tube perforation ('organ perforation and/or tissue perforation/perforation (fallopian tube(s)'), embedded device ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,') and device expulsion ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,') in a 35-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection and chills. Concurrent conditions included perineal pain, nicotine dependence, asthma, parakeratosis, chronic cervicitis, benign polyp of uterus, uterine leiomyoma and loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from november 2012 to january 2013 for birth control as well as acetylsalicylic acid (aspirin) from september 2015 to november 2015, caffeine from september 2015 to november 2015, ibuprofen since november 2012, meclozine hydrochloride (meclizine) from september 2015 to november 2015, naproxen from november 2012 to december 2013 and paracetamol (acetaminophen) from september 2015 to november 2015. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), infection ("infections") and anxiety ("emotional anguish/ psychological or psychiatric problems condition: anxiety/mental anguish"). The patient was treated with surgery (total laparosocpic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device expulsion, dyspareunia, menstrual disorder, infection, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: descipancy noted as essure insertion date (B)(6) 2012. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record-pelvic pain and following events were described in patient's medical record- embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractures implant"), perforation ("organ perforation and/or tissue perforation") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), infection ("infections") and anxiety ("emotional anguish"). The patient was treated with surgery (robotically-assisted total laparosocpic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, dyspareunia, menstrual disorder, infection and anxiety outcome was unknown. The reporter considered anxiety, device breakage, device dislocation, dyspareunia, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractures implant'), fallopian tube perforation ('organ perforation and/or tissue perforation/perforation (fallopian tube(s)'), embedded device ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,'), device expulsion ('essure implant that was embedded in the anterior peritoneum at the cervicovaginal junction / migration of essure device location of device: peritoneum,') and genital haemorrhage ('general abnormal. Bleed') in a 35-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection and chills. Concurrent conditions included perineal pain, nicotine dependence, asthma, parakeratosis, chronic cervicitis, benign polyp of uterus, uterine leiomyoma and loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013 for birth control as well as acetylsalicylic acid (aspirin) from (B)(6) 2015 to (B)(6) 2015, caffeine from (B)(6) 2015 to (B)(6) 2015, ibuprofen since (B)(6) 2012, meclozine hydrochloride (meclizine) from (B)(6) 2015 to (B)(6) 2015, naproxen from (B)(6) 2012 to (B)(6) 2013 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2015. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression, psych injury"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), infection ("infections"), anxiety ("emotional anguish/ psychological or psychiatric problems condition: anxiety/mental anguish"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparosocpic hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device expulsion, dyspareunia, menstrual disorder, infection, anxiety, vaginal haemorrhage and depression outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: descipancy noted as essure insertion date (B)(6)2012 & (B)(6)2012. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test patient received treatment for pelvic/abdominal pain , breakage,psychology injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6)2012: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record-pelvic pain and following events were described in patient's medical record- embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " abdominal pain, general abnormal. Bleed,bladder/urinary problems" were added. Outcome of event "pain, bleeding, bladder/urinary" were updated as recovered. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.